Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change on (B)(6) 2020. During the procedure, it was noted that the right ventricular lead had noise and low impedance. It was also noted that the lead was undersensing and oversensing. The lead was capped and replaced, and the patient is doing well.